Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited a gradual increase in impedance measurements which were eventually out of range. The lead and device were tested with patient isometrics and pocket manipulation which did not elicit any noise. A chest x ray was also performed which showed the lead had not moved. Technical services (ts) discussed programming options. The clinic would continue to monitor the patient. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited a gradual increase in impedance measurements which were eventually out of range. The lead and device were tested with patient isometrics and pocket manipulation which did not elicit any noise. A chest x ray was also performed which showed the lead had not moved. Technical services (ts) discussed programming options. The clinic would continue to monitor the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This report is being filed to correct information previously reported in fields: h6: evaluation conclusion code; h10: additional MFR narrative. The following no longer applies: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead to device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead to device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited a gradual increase in impedance measurements which were eventually out of range. The lead and device were tested with patient isometrics and pocket manipulation which did not elicit any noise. A chest x ray was also performed which showed the lead had not moved. Technical services (ts) discussed programming options. The clinic would continue to monitor the patient. No adverse patient effects were reported. The device remains in service.